Event description:
Complainant alleged that the device displayed a "defib disabled" and "bridge test failed" message. Complainant did not indicate that there was any pt involvement in the reported malfunction.